Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving morphine (10 mg/ml, 3.5 mg/day) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall occurred, as read in the logs. The cause of the event was not determined. The pump was replaced, was in the possession of the rep, and would be returned to the manufacturer. The issue was resolved. The patient status was 'alive - no injury.' There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion/wear/lubrication on the motor gear train, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.